Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt) stating that the circumstances that led to the issue was taking too long to charge and fluid in the pocket was unknown. A new recharger was sent to patient and two shots at the ins site were the steps taken. Patient mentioned that the reported issues hasn't been resolved and charge lasts for one and a half days.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The caller reported that the patient has continued to have difficulty charging. The patient's implantable neurostimulator (ins) was charged to 50% when the caller connected with the clinician tablet. During the call the caller connected to the ins with the recharger, it showed the good coupling status and the ins was at 30% charged. The recharger would disconnect from the ins if the recharger was moved slightly. The caller indicated that the ins doesn't feel like it is tilted and it is superficial. The patient has some fluid in the pocket. The rep requested a replacement recharger. Patient services (pss) placed a request to have a recharge sent to the patient.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt) stating that the circumstances that led to the issue was taking too long to charge and fluid in the pocket was due to tight muscle. Patient that they were sent new charger and system is only holding charge for 2 days and it is still not helping his back. Patient said one issue is resolved and new one occurred and it is not helping.